Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was getting coverage, but it was not relieving pain. The pt did not fail or do anything to cause the change. It was noted that the pt played tennis the week before the event. Impedance measurements were normal. Further troubleshooting was being considered. Additional info has been requested, but was available as of the date of this report.